Manufacturer narrative:
Isi has not received the permanent cautery hook instrument involved with this complaint. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The bsm provided 2 pictures related to the reported event. One image appears to show visible thermal damage on the distal end of a permanent cautery hook instrument. However, based on the image provided, it is unclear if the thermal damage is on the yaw pulley or distal clevis. In addition, small blackish specks/particles of material appear on tissue. Based on the quality of the image, the source of the particles and the type of particles seen cannot be determined. The second image shows 7 unidentified da vinci xi instruments on an instrument tray. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a permanent cautery hook instrument allegedly ¿sparked.¿ small, charred particles from the instrument allegedly fell on the patient¿s bowel. The surgical staff removed the instrument particles with suctioning. However, the surgical staff was unable to remove all of the instrument particles. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during an unspecified da vinci-assisted surgical procedure, an "external spark" from a permanent cautery hook instrument was observed and small, charred instrument particles allegedly sprayed on the patient's bowel. It was unknown if the instrument fragments were retrieved. On 09/16/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from an isi bariatric sales manager (bsm): the event involved a da vinci-assisted gastric bypass procedure. The bsm was present during the surgical procedure which was not recorded on video. The permanent cautery hook instrument allegedly sparked while the surgeon was creating an enterotomy for an anastomosis. The bsm did not know what generator settings were used at the time of the event. To the bsm¿s knowledge, the permanent cautery hook instrument did not collide with any other instruments during the surgical procedure. During the same procedure, the surgical staff suctioned the instrument particles that reportedly fell on the patient¿s bowel. However, the surgical staff was unable to remove or retrieve all of the instrument particles/fragments. The surgical procedure was completed robotically and no post-operative complications have been reported.